Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment and action taken with pd therapy were not reported. At the time of this report, the patient recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.